Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced nighttime low blood glucose after initiating ilet pump therapy, with the user not meal announcing due to limited food intake and gastrointestinal issues; the agent advised following meal announcement guidelines because elevated glucose preceding the lows suggested suboptimal automation performance under these conditions. Symptoms included hypoglycemia. Outcomes included troubleshooting and education provided to the user. Investigation included customer interview and review of available device alerts. Investigation of this case revealed no device malfunction confirmed and suggested user-related factors, including lack of meal announcements during the learning phase, as the most plausible contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.